Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting and confirmed in the device logs. Moreover, during evaluation of the device logs technical error indicating disabled valves was noticed. According to the provided information, technical errors occurred during ventilation with the test lung usage and in the standby mode, so there was no patient involvement. Replacement of the control printed circuit board (pcb) resolved the issues. The ventilator passed all functional and safety tests and was cleared for clinical use. Technical error code indicating an error in the internal memory is common after a software installation. Restart the system and check that no technical alarms are activated. If error code remains, this indicates a hardware error. Control printed circuit board (pcb) contains electronics (including microprocessor) responsible for i.a. For inspiratory pressure regulation which can be used during inspiration time in any mode. The defective part was not returned for investigation, despite request. The customer retained the defective part. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to the control printed circuit board. The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator generated a technical error code indicating an error in the internal memory. Moreover, during evaluation of the device logs technical error indicating disabled valves was noticed. There was no patient involvement. Manufacturer's ref #: (B)(4).